Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensors were damaged. The customer's blood glucose was unknown at the time of incident. The customer stated that they had problems with two sensors. The first one the needle was hard to remove and the second sensor did not make a connection with the insulin pump, the sensor was removed after a day and found there was no electrode. The customer was sent replacement sensors. The sensors will not be returned for analysis.